Event description:
It was reported that during the implant surgery, the hcp inserted the catheter and had good cfs flow. The hcp proceeded to remove the needle and the stylet from the catheter. The hcp was having difficulty removing the stylet and the catheter began to "bunch". Cfs no longer flowed freely, so dye was injected into the catheter and under fluoroscopy, a leak in the catheter was reported. The hcp removed the catheter and found it to be severed and approximately 13 cm was left in the patient's intrathecal space. A new catheter was placed without difficulty. Upon examination of the stylet, the hcp felt a "rough" area which was thought to have caused the catheter to tether and break. No symptoms were reported. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
The catheter has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.